Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope had foreign material at knob wire, balloon water tube, bending section cover and acoustic lens has a scratch which reaches to the glue-layer. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The root cause of the suggested phenomenon of "acoustic lens has a scratch which reaches to the glue-layer" was unable to be further presumed from the information obtained for this investigation. The suggested phenomenon of foreign matter on the a-rubber (bending section cover), in the distal end, and on the k-wire (forceps elevator wire) was presumed to have been due to reprocessing of the device that deviated from the instructions for use. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The contents of the IFU reprocessing manual was reviewed, and the following was identified that detailed chapters for reprocessing: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope(and related reprocessing accessories). Olympus will continue to monitor field performance for this device.